Manufacturer narrative:
Investigation summary: one photo and one video of a medication syringe with a safety glide needle attached was received and evaluated. It was observed in the video and the photo the syringe was empty and no visible droplets were present. There was no indication of leakage in the evidence provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle leaked during use. The following information was provided by the initial reporter: they found leaking when using. The replacement was required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle leaked during use. The following information was provided by the initial reporter: they found leaking when using. The replacement was required.